Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer is requesting the part for the touch screen. The technical support informed that the front display assembly would need to be ordered and provided the part number to the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with vela ventilator regarding touch screen issue. Furthermore, there was no patient associated with the reported event.